Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG/pacing electrodes and diagnosed in asystole vs. Fine vfib. According to the reporter, when the charge button was pressed the device alarmed "connect electrodes" and would not charge. The reporter stated that electrodes were replaced twice and device power was cycled twice before the device operated properly. The reporter further stated that external pacing was administered and the device stopped pacing when the therapy cable was moved. Pacing was re-started and the patient transported to the hospital with no further events. The patient was not resuscitated. The reporter stated that the patient's death was not the result of the alleged malfunction because the patient was not viable.